Event description:
New information received: medical records were received and reviewed. A vena cava filter was successfully deployed infra renally for perioperative infection prior to planned ileostomy reversal. A CT scan performed approximately five years four months post filter deployment demonstrated the filter to be tilted with limbs extending beyond the caval wall. No soft tissue inflammation was identified outside the confines of the vena cava. Approximately, five years six months post filter deployment, the filter was successfully retrieved with the use of a snare. The patient was hemodynamically stable at the conclusion. No additional medical records were received for this patient. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with trauma situation/motor vehicle accident and thrombosis embolism of lower extremity- blood clot. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately three years post filter deployment, computed tomography revealed some of the legs of the filter appeared to be protruding beyond the confines of the inferior vena cava. Approximately two years later, patient presented with abdominal pain. Subsequent, computed tomography revealed legs of the filter were projecting beyond the inferior vena cava and extending toward the third and fourth portion of the duodenum. Approximately two months later, patient presented for filter retrieval. The filter was successfully retrieved but while removing, the filter was in with 45-degree tilt and the filter was at l4-5 inter space with no adherent thrombus and wide patency. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the trauma patient with a gunshot wound to the abdomen requiring ileostomy and a left femoral vein injury with subsequent compartment syndrome which required a fasciotomy subsequently developed deep venous thrombus (dvt). Prophylactic placement of a vena cava filter was indicated prior to a planned ileostomy reversal. The right groin was prepped and draped in the usual sterile fashion. Ultrasound guidance confirmed patency of the femoral vein. The inferior vena cava sheath was place at the l2 interspace and venography was performed demonstrating a patent inferior vena cava and of acceptable size for a retrievable inferior vena cava filter. The retrievable inferior vena cava filter was then deployed at the l1-2 interspace just below the renal veins. All catheter and wires were removed and manual pressure was held until hemostasis was achieved. Approximately, five years five months post filter deployment, the patient presented for consult to evaluate the ivc filter. A review of a CT scan performed five weeks prior for recurrent chest pain demonstrated the filter to be tilted to the right with several limbs extending beyond the caval wall abutting the inferior portion of the duodenum without soft tissue inflammation identified outside the confines of the vena cava. The decision was made to schedule the patient for retrieval of the filter. Approximately, five years six months post filter deployment, a snare was used to successfully retrieve the filter without venous injury. Hemostasis was achieved and the patient was transferred to recovery in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately, five years five months post filter deployment, the patient presented for consult to evaluate the ivc filter. A review of a CT scan performed five weeks prior for recurrent chest pain demonstrated the filter to be tilted to the right with several limbs extending beyond the caval wall. Based on the provided medical records, the investigation is confirmed for a tilted filter and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. It is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. A vena cava filter was successfully deployed intrarenally for perioperative infection prior to planned ileostomy reversal. A CT scan performed approximately five years four months post filter deployment demonstrated the filter to be tilted with limbs extending beyond the caval wall. No soft tissue inflammation was identified outside the confines of the vena cava. Approximately, five years six months post filter deployment, the filter was successfully retrieved with the use of a snare. The patient was hemodynamically stable at the conclusion. No additional medical records were received for this patient.